Event description:
IT WAS REPORTED THAT A SIGNAL LOSS OCCURRED. NO PRODUCT OR DATA WAS PROVIDED FOR EVALUATION. THE ALLEGATION AND A PROBABLE CAUSE COULD NOT BE DETERMINED. NO INJURY OR MEDICAL INTERVENTION WAS REPORTED.

Manufacturer narrative:
(B)(4).

Event description:
After submission of the initial MDR, product was received on 7/9/2026 and it was determined this complaint is Not Reportable per (b)(4).

Manufacturer narrative:
3004753838-2026-190231 was reported in error. Please disregard initial reporting of this event as this event has now been deemed Not Reportable.